Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's current paddle was not providing effective therapy. Intervention took place on (B)(6) 2024 where a trial took place to see if proper placement of the electrodes would provide effective therapy. The patient currently has better relief than before. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2025 where an additional system was implanted to address the issue. Effective stimulation was restored.